Event description:
Hosp personnel were attending to a pt, condition unknown. External pacing was initiated; however, it was reported that when the operator attempted to increase the pacing current, the pacer shut off. There were no alarms noted and the operator could not discern a reason for the cessation of pacing. A back-up device was available and used to continue treatment to the pt. There were no adverse effects to the pt reported as a result of the alleged malfunction.